Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial dislodged while the right ventricular lead was being revised. After multiple failed attempts to deploy the helix, the physician decided to explant and replace this right atrial lead. It is not expected that this lead returns for analysis. No additional adverse patient effects were reported.